Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during insertion, the catheter experienced that during balloon exchange and insertion into the patient the area near the funnel bulged after approximately 5 ml of water was injected, attempts to withdraw the water were unsuccessful and the syringe could not be moved, resulting in the funnel being cut to allow withdrawal of the water, with no water able to be injected thereafter, no kinking or bending observed other than bulging after injection, the lot number identified as mykq3348, and the troubleshooting procedure in the notice document was not attempted, also noted same lot has also been recalled, one unit was used by a patient, and three units remain unopened. (Total: 4 units).